Manufacturer narrative:
(B)(4). Batch # t41g16. Date of event unknown. Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows a tyvek with product code gst60g, lot # t41g16, exp. Date: 2024-04-30. The t41g16 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared against j&j package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photo reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.